Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 rmt system and noted a map shift. Initially, the octaray catheter visualization was lost on the carto 3 system. After the octaray catheter visualization had restored on its own, the physician noticed that the octaray catheter was not "moving in the right way." When attempting to remap, the medical team noticed that the previous fam (fast anatomical mapping) shell along with the entire location of it, seemed to have shifted. There were no errors displayed on the carto 3 system, and there was no patient movement. Issue was not during mapping or ablating. The catheter was parked in the left superior pulmonary vein (lspv). The shift was between 5mm and 10mm. No cardioversion or patient movement preceded the issue. Remapping occurred again, and the location was confirmed via ice (intracardiac echocardiography). The procedure continued. No patient consequences were reported. Device evaluation details: the manufacturer investigated the issue. It was found that the reported issue was related to user error. Mapping of adjacent areas was done with different metal levels. Map shift was a result of patient move: according to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." And a result of differences in metal levels during mapping: according to the data, it was found that there was an error on the carto 3 system notifying the user of high metal values. The manufacturing record evaluation was performed on carto 3 #(B)(6), and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. An internal action was opened for the visualization issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 rmt system and noted a map shift. Initially, the octaray catheter visualization was lost on the carto 3 system. After the octaray catheter visualization had restored on its own, the physician noticed that the octaray catheter was not "moving in the right way." When attempting to remap, the medical team noticed that the previous fam (fast anatomical mapping) shell along with the entire location of it, seemed to have shifted. There were no errors displayed on the carto 3 system, and there was no patient movement. Issue was not during mapping or ablating. The catheter was parked in the left superior pulmonary vein (lspv). The shift was between 5mm and 10mm. No cardioversion or patient movement preceded the issue. Remapping occurred again, and the location was confirmed via ice (intracardiac echocardiography). The procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 25-sep-2024, bwi received additional information indicating that the carto's manufacture date was 11-jun-2024. Section h4 has been updated accordingly. Additionally, the d4 primary UDI number has been updated to (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).